Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported undesirable increase in stimulation. The patient confirmed this occurred following an unrelated spinal fusion surgery, during which electrocautery had been used. It was suspected that the evoke closed loop stimulator (cls) may have been damaged during the spinal fusion surgery. A revision procedure was performed to replace the evoke cls to resolve the reported event.

Manufacturer narrative:
The cls was discarded. The date of the spinal fusion surgery where monopolar electrocautery was used was not reported to saluda. A review of the device logs dated on (B)(6) 2025, prior to the reported event date, revealed no anomalies. These were compared to device logs dated on (B)(6) 2025, which identified intermittent electrode disconnections. The findings from the device logs and the reported patient symptoms are potentially consistent with electrocautery damage to the cls. Without the return of the cls, the root cause is not able to be definitively determined. The evoke scs system surgical guide details warnings and precautions associated with the use and maintenance of the spinal cord stimulation, including ¿patients implanted with the evoke system should not be subjected to electrosurgical techniques, such as electrocautery, near the evoke system components. Electrosurgical devices generate energy that may cause tissue damage at the lead site and result in severe injury. Damage may also occur to the cls.¿ the evoke scs system surgical guide also details potential risks associated with the stimulation system, including "uncomfortable changes in stimulation (over and/or under stimulation) and the patient may require surgery (including revision, explant, and replacement) as a result."